Manufacturer narrative:
(B)(4).

Event description:
The customer had frequent issues with the reagent probe going into the sample tube gel which was clogging the probe and alarms from the analyzer indicating "abnormal probe sucking" and "sample short". The customer stated she felt this issue caused erroneous results for multiple assays. Of the data provided for two patient samples, only the sodium result for one patient was discrepant and reported outside the laboratory. The initial ise indirect na, k, ci for gen.2 sodium result was 151 mmol/l and the repeat was 143 mmol/l. The repeat result from another analyzer was 144 mmol/l. The initial result was called to personnel treating the patient, but the repeat result was believed to be correct and the reported result was corrected. The patient was not adversely affected. The sodium electrode lot number was s81 with an expiration date of 06/01/2017. The field service representative found there was a possible sample handling issue. He checked the alignments which were ok. He ran a precision check which passed. A specific root cause could not be determined. Data provided for investigation support the possible cause of improper pre-analytical sample handling. The customer was not sure if they were following the tube manufacturer's recommendation for pre-analytics, but stated they were only centrifuging the samples for five minutes. Based on this information, it was suspected the issue was caused by incorrect sampling of patient samples due to by poor sample quality. Incorrect sampling can be caused by insufficient sample volume being aspirated due to needle lubricant from the blood collection device, fibrin, or debris floating in the sample, or due to contaminated outer surface of the sample needle.